Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred with multiple cartridges during the load process. There was no reported impact to blood glucose. A new cartridge was successfully loaded to address the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.